Event description:
(B)(4). It was reported that during a percutaneous coronary intervention (pci) stenting treatment procedure a guide wire fracture occurred. Vascular access was obtained via the right radial artery. The 90% de novo lesion was located in the mildly tortuous and mildly calcified mid left anterior descending artery (lad) and first diagonal. A unspecified stent was implanted and the 185cm str pt2 guide wire was advanced through the stent and into the first diagonal. During inflation of an unspecified balloon catheter the distal 10mm of the guide wire fractured. The fractured guide wire moved down the vessel and remains in a small branch. There was no attempt to retrieve the fractured guide wire. The procedure was completed and no further patient complications occurred. The patient status is listed as fine.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).